Manufacturer narrative:
In a good faith effort (gfe) response received, it was communicated by the customer program coordinator and customer biomedical engineer (bme) that the device was not in use on a patient at the time that the issue occurred.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device produced a low leak co2 rebreathing risk error code. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported.

Manufacturer narrative:
In a good faith effort (gfe) response received, it was communicated by the customer program coordinator and customer biomedical engineer (bme) that the device was not in use on a patient at the time that the issue occurred. The field service engineer went to the customer site and replaced the flow sensor assembly (fsa) to resolve the low leak co2 rebreathing risk alarm. Following the replacement of the fsa, the device passed all testing included in a performance verification test (pvt). The device was provided back to the customer fully functional and ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.